Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 9.7 mmol/l, 6.7 mmol/l, and 5.1 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).